Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's foster mom reported via phone call that the customer has not used the pump in over a month because he went into the hospital and had diabetic ketoacidosis.